Event description:
Provider alleges arm tube for the joystick broke. The reporter has been contacted for additional information. It was learned the end user is handicapped and is unable to tell what exactly happened to break the joystick arm tube. The chair has been in use since (B)(6) 2012. The chair has not yet been fixed but the end user has a back up chair. No injury.